Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and was resolved by a set change but stated that something was wrong with the reservoir. Customer is not able to troubleshoot and will try to send back reservoir for analysis. Customer's blood glucose was unknown at the time of incident. No further information was given.